Manufacturer narrative:
Pump passed idle current test, run current test, self test, off no power test, restart error test, prime test, no delivery test, displacement test and rewind. Unable to perform occlusion test and basic occlusion test due to reservoir tube damage. Pump received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip.(the reservoir tube completely broken off and the test reservoir will not lock/click in place), missing reservoir tube o-ring.

Event description:
The customer indicated via phone call that their insulin pump reservoir chamber has a piece of the plastic missing, is cracked and the o ring has fallen out. The customer indicated that their blood glucose level was low but their reading was unknown at the time of incident. Customer declined troubleshooting for low blood glucose and was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and agreed to return the product for analysis.